Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/15/2018. Device returned to manufacturer? Yes. The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the intraocular lens (iol) was stuck at the cartridge tube and tip. Part of the lens protruded through the side of the cartridge tube creating a tip deformed. The customer''s reported issue was verified. However, the device was handled and used. Based on the evidence observed, no product deficiency was identified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The lens was not implanted. If explanted; give date: n/a (not applicable). The lens was not implanted; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens, model pcb00 had a bent tip. The lens was not inserted into the patient's eye. No patient contact with the product. The surgeon used the same model, back up lens to complete the procedure. There was no patient injury reported. No additional information was provided.